Event description:
It was reported that the vertecem v + did not harden in-situ within the advised time in the IFU. The cement migrated after finishing the procedure. It migrated into the pedical where the needles were placed before. No clinical problem was detected. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The DHR was reviewed and no issues that would have resulted in this complaint were found. The vertecem v+ cement kit was manufactured according to the specifications. There is no product error.